Event description:
Event description guidant received information that a left ventricular competitor lead had dislodged and was explanted. This guidant left ventricular lead was implanted, however during the procedure, the lead perforated the target vessel and may currently be located in the pericardium.